Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
A non-nav farapulse pvi was successfully completed for paroxysmal af. General anesthesia was used. Tsp with nrg needle through faradrive was guided by toe and fluoroscopy and went well giving la pressure readings and no sign of mispuncture. Venous access was single stick with faradrive & farawave only, no cs or rv catheter have been used. During the pvi toe was partially used to assess catheter alignment complementing fluoroscopy in multiple planes. A total of 36 applications were delivered, lspv & lipv 4x basket, 4x flower, rspv & ripv 4x basket, 6x flower (the last two in anterior rotation). All veins were successfully isolated at first pass, confirmed by exit block pacing. During the ablations no signs of perforation or air ingress were noted, all devices were used in accordance with their ifus. After removal of catheter and sheath from the patient's body, the puncture site was closed with a z-suture and subsequent to extubation the patient was transferred to the post procedural holding area in a stable condition, blood pressure approx. 110/85 mmhg. About 40 mins. Later a drop of blood pressure to approx. 70/50 mmhg. A trans thoracic echo was performed immediately and showed signs of pericardial tamponade. Due to the deterioration of the blood pressure, decision was made to perform a pericardioscentesis and insert a pericardial drain. The drain immediately collected 100-150ml of blood which added up to approximately 500ml within the next hour. The patient's vital signs stabilized after this intervention. As the patient also complained of lightheadedness as well as pain and numbness in the arms a cranial CT and a CT angiography were performed to check for cerebral or coronary atrial issues, none were found and the sensations were attributed to the low blood pressure at that time. The patient is currently on ICU and will remain hospitalized for extended monitoring of the pericardial drain as well as any neurological symptoms. Is capital equipment involved? No have you attached a photo or a video? No clinical trial? No when was issue identified? After procedure time of event other patient death? No patient complication(s)? Yes note if the procedure was completed or not and if there was prolonged hospitalization: the procedure was successfully completed before the event occurred. Due to the pericardioscentesis and additional monitoring for any neurological symptoms the patient will remain hospitalised. Product performance issue description: all products we're used in a successful farapulse non-nav pfa pvi procedure, there is no allegation of malfunction regarding any of the products involved, according to the hcp the product performance did not attribute to the event, which was a pericardial tamponade approx. An hour after the procedure was completed. Can you please provide photo/s if there is any no if no what is reason? Nothing to photograph how was the issue resolved? What troubleshooting steps were taken? After the patient was transferred to the post procedural holding area in a stable condition, blood pressure approx. 110/85 mmhg about 40 mins. Later a drop of blood pressure to approx. 70/50 mmhg was noted. A trans thoracic echo was performed immediately and showed signs of pericardial tamponade. Due to the deterioration of the blood pressure, decision was made to perform a pericardioscentesis and insert a pericardial drain. The drain immediately collected 100- 150ml of blood which added up to approximately 500ml within the next hour. The patients' vital signs stabilised after this intervention. As the patient also complained of lightheadedness as well as pain and numbness in the arms a cranial CT and a CT angiography were performed to check for cerebral or coronary atrial issues, none were found and the sensations were attributed to the low blood pressure at that time. The patient is currently on ICU and will remain hospitalised for extended monitoring of the pericardial drain as well as any neurological symptoms. Device/procedure outcome: original device used,procedure completed patient outcome: f26: no health consequences or impact as reported device codes: 2099: no known device problem as reported patient codes: 9042: cardiac tamponade.

Event description:
A non-nav farapulse pvi was successfully completed for paroxysmal af. General anesthesia was used. Tsp with nrg needle through faradrive was guided by toe and fluoroscopy and went well giving la pressure readings and no sign of mispuncture. Venous access was single stick with faradrive & farawave only, no cs or rv catheter have been used. During the pvi toe was partially used to assess catheter alignment complementing fluoroscopy in multiple planes. A total of 36 applications were delivered, lspv & lipv 4x basket, 4x flower, rspv & ripv 4x basket, 6x flower (the last two in anterior rotation). All veins were successfully isolated at first pass, confirmed by exit block pacing. During the ablations no signs of perforation or air ingress were noted, all devices were used in accordance with their ifus. After removal of catheter and sheath from the patient's body, the puncture site was closed with a z-suture and subsequent to extubation the patient was transferred to the post procedural holding area in a stable condition, blood pressure approx. 110/85 mmhg. About 40 mins. Later a drop of blood pressure to approx. 70/50 mmhg. A trans thoracic echo was performed immediately and showed signs of pericardial tamponade. Due to the deterioration of the blood pressure, decision was made to perform a pericardioscentesis and insert a pericardial drain. The drain immediately collected 100-150ml of blood which added up to approximately 500ml within the next hour. The patient's vital signs stabilized after this intervention. As the patient also complained of lightheadedness as well as pain and numbness in the arms a cranial CT and a CT angiography were performed to check for cerebral or coronary atrial issues, none were found and the sensations were attributed to the low blood pressure at that time. The patient is currently on ICU and will remain hospitalized for extended monitoring of the pericardial drain as well as any neurological symptoms. Is capital equipment involved? No have you attached a photo or a video? No clinical trial? No when was issue identified? After procedure time of event other patient death? No patient complication(s)? Yes note if the procedure was completed or not and if there was prolonged hospitalization: the procedure was successfully completed before the event occurred. Due to the pericardioscentesis and additional monitoring for any neurological symptoms the patient will remain hospitalised. Product performance issue description: all products we're used in a successful farapulse non-nav pfa pvi procedure, there is no allegation of malfunction regarding any of the products involved, according to the hcp the product performance did not attribute to the event, which was a pericardial tamponade approx. An hour after the procedure was completed. Can you please provide photo/s if there is any no if no what is reason? Nothing to photograph how was the issue resolved? What troubleshooting steps were taken? After the patient was transferred to the post procedural holding area in a stable condition, blood pressure approx. 110/85 mmhg about 40 mins. Later a drop of blood pressure to approx. 70/50 mmhg was noted. A trans thoracic echo was performed immediately and showed signs of pericardial tamponade. Due to the deterioration of the blood pressure, decision was made to perform a pericardioscentesis and insert a pericardial drain. The drain immediately collected 100- 150ml of blood which added up to approximately 500ml within the next hour. The patients vital signs stabilised after this intervention. As the patient also complained of lightheadedness as well as pain and numbness in the arms a cranial CT and a CT angiography were performed to check for cerebral or coronary atrial issues, none were found and the sensations were attributed to the low blood pressure at that time. The patient is currently on ICU and will remain hospitalised for extended monitoring of the pericardial drain as well as any neurological symptoms. Device/procedure outcome: original device used,procedure completed patient outcome: f26: no health consequences or impact as reported device codes: 2099: no known device problem as reported patient codes: 9042: cardiac tamponade. Additional information received 26 june 2025 "I've talked to dr. (B)(6) today and he believes that the most probable reason for the tamponade was a small/microperforation, most likely caused by either the exchange wire - a standard j-wire which is part of their basic cath-lab kit, or the starter wire rosen used together with the farawave catheter."

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This complaint is unconfirmed - no problem defect. At this time, it is not possible to assign a definitive root cause for the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.